Event description:
It was reported that during a gastroplasty procedure, the staples of the cutting linear stapler is not stapled. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a gastroplasty procedure, the staples of the cutting linear stapler is not stapled. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Report originally sent (B)(4) 2014. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. After further inspection it was noted that the anvil half was bent not allowing the device to properly align. No functional test was performed due the condition of the device. While no conclusion could be reach as to how the anvil became bent it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.